Manufacturer narrative:
(B)(4). The mfg documentation for this device was reviewed and the device met all quality and mfg released criteria. The complaint database was reviewed and to date, no other complaints have been reported for this failure mode within this lot. Upon receipt of the device, visual inspection was performed and damage was found. The device was received in 2-pieces. The separation occurred approx 250mm from the end of the distal tip just distal of the exit port. In addition, the exit port skive was sliced extending up to the end of the separation exposing the microcables, and the inner core wire; a kink was observed on the connection of the distal and proximal shaft. All components were present on the detached distal shaft. No score marks were observed on the scanner or fillet. The scanner did not appear to be damaged. The IFU states that "the eagle eye gold is a delicate scientific instrument and should be treated as such. Always observe the following precautions: when inserting the guide wire both catheter and wire must be straight with no bends or kinks, or damage to inner lumen may occur. Do not advance the guide wire against significant resistance. If binding occurs between the catheter and the guide wire while inside the pt, carefully remove both the wire and catheter and do not use. If binding occurs outside of the pt, remove the catheter and do not use." No further action required.

Event description:
It was reported that an ivus catheter was used for pre-stent placement for measuring and during the first pullback the catheter became stuck inside the pt body. The MFR's representative was contacted and arrived when the ivus catheter was being removed from the pt. The ivus catheter separated into two pieces at approximately 23 cm from the distal tip of the device. The separated portion remained in the pt, however, the physician was able to retrieve it through the pt's leg. Both pieces of the device were accounted for. It was reported that the ivus catheter and a guide wire were the only devices in the pt at that time; however, it is unk if these devices became entangled together. Based on the MFR representative's review of the angiogram, it did not look as though the catheter was inserted into a calcified or tortuous area. The physician stated that the pt did not experience any adverse events or additional consequences due to this issue. It was further reported that the pt is stable and doing fine.